Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that on 23january2024, the patient's personal diabetes manager (pdm) gave multiple uncommanded boluses. At 8:11 am the pdm reportedly gave 15 units, at 10:26 am an additional 15 units, at 10:41 am an additional 15 units, at 11:19 am 29.95 units and at 12:54 pm an additional 29.95 units was delivered without command while the patient was at school. The patient was taken out of class and was given food. The patient's blood glucose levels dropped below 3.9 mmol/l (<70.2 mg/dl). The patient had a scheduled doctor's appointment on 24january2024 where the doctor advised the patient to no longer use the pdm and wait for a replacement. No medical intervention was required.